Event description:
After the patient fell driveline disconnect alarms occurred. Related MFR # (B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted after a fall which caused water damage to the equipment. The patient was recently discharged on (B)(6) 2022 from a syncope hospitalization. Controller and modular cable exchanged in the emergency room due to water damage from fall. The speed was decreased to 5200 rpm to help reduce low flow alarms. It was later communicated that the patient "got" dizzy and had a syncopal episode during the fall. The patient reportedly fell while holding a large glass of water, which caused fluid ingress damage to the patient's controller and modular cable. No specific cause of the low flows and pi events was able to be pinpointed. The speed was reportedly decreased to 5200 rpm.

Manufacturer narrative:
Event: syncope hospitalization: MFR 2916596-2022-14810. Manufacturer's investigation conclusion: the reported event of the heartmate 3 vad modular cable having water damage from the patient falling, causing a modular cable exchange was not confirmed. The heartmate 3 vad modular cable was not returned for analysis; however, a log file was submitted for analysis. The submitted event log file contained data spanning approximately 1.5 days ((B)(6) 2022 ¿ (B)(6) 2022). This log file was extracted from the new controller after the exchange. The log file captured intermittent low flow alarms due to the calculated average flow dropping below 2.5 liters per minute. This is addressed via the pump investigation. There were no driveline disconnect alarms active in the log file. There were no other notable atypical alarms active in the log file. Provided information stated that the patient's controller and modular cable were exchanged due to equipment compromised after getting wet. The modular cable was exchanged to modular cable. Additionally, the damage was not mechanically related to the fall, water damage occurred as the patient fell while holding a large glass of water. The equipment got wet when the patient fell and no equipment will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis; however, the patient falling and spilling a large glass of water on the equipment could have contributed to the event. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.